Event description:
The info provided to sjm indicated a 23mm epic heart valve was implanted in a patient on (B)(6) 2013 due to cardiac insufficiency. An sjm sizer (model: b1000) and pledgets on the outflow surface were used. The patient recently lost consciousness and an echocardiogram the next day revealed a high gradient. The patient was hospitalized for f/u, with reported calcification on the leaflets, and other patient-related factors that contributed to this event. On (B)(6) 2013, the valve was explanted and an sjm mechanical heart valve (model/serial unknown) was implanted.